Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during therapy, the complainant received an error message that the pads were not completely emptied and had a low flow. There were four pads in use, and three bars on the fluid level. The patient's temperature was 37.9°c, the water temperature was 14.1°c, and the flow rate was noted as low. The complainant advised that the patient had been on therapy since (B)(6) , and currently on day six. The complainant was informed that it is recommended to change the pads after five days of use due to drying of the hydrogel resulting in less efficient heat transfer. The complainant emptied the pads, alerting a message that the pads had not been completely emptied. The complainant was instructed to put the device in manual mode to check diagnostics. The pump hours were 6262.9, the ip was -7.2, the flow rate was 1.7, and the circulation pump was 46%. With the right thigh pad attached, the ip was -7.1, the flow rate was 0.5, and the circulation pump was 36%. The complainant then moved the pad to another valve set which resulted in an ip of -7.1, a flow rate of 0.5, and the circulation pump at 25%. She then disconnected that pad and attached the left chest pad. With the left chest pad connected, the ip was -7.2, the flow rate was 0.8, and the circulation pump was at 31%. With the left thigh pad added, the ip was -6.9, the flow rate was 0.9, and the circulation pump was at 28%. The complainant was advised to change all four pads due to age. It was later reported that therapy continued on the second set of pads with no further issues.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during therapy, the complainant received an error message that the pads were not completely emptied and had a low flow. There were four pads in use, and three bars on the fluid level. The patient's temperature was 37.9°c, the water temperature was 14.1°c, and the flow rate was noted as low. The complainant advised that the patient had been on therapy since (B)(6) , and currently on day six. The complainant was informed that it is recommended to change the pads after five days of use due to drying of the hydrogel resulting in less efficient heat transfer. The complainant emptied the pads, alerting a message that the pads had not been completely emptied. The complainant was instructed to put the device in manual mode to check diagnostics. The pump hours were 6262.9, the ip was -7.2, the flow rate was 1.7, and the circulation pump was 46%. With the right thigh pad attached, the ip was -7.1, the flow rate was 0.5, and the circulation pump was 36%. The complainant then moved the pad to another valve set which resulted in an ip of -7.1, a flow rate of 0.5, and the circulation pump at 25%. She then disconnected that pad and attached the left chest pad. With the left chest pad connected, the ip was -7.2, the flow rate was 0.8, and the circulation pump was at 31%. With the left thigh pad added, the ip was -6.9, the flow rate was 0.9, and the circulation pump was at 28%. The complainant was advised to change all four pads due to age. It was later reported that therapy continued on the second set of pads with no further issues.